Manufacturer narrative:
Device was used for treatment, not diagnosis. Exact implant date is unknown. Implant date was reported as (B)(6) 2015. The subject devices are not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had a radial head neck plate and eight (8) unknown screws removed due to pain. The original surgery was performed in june 2015 (exact date is unknown). On (B)(6) 2015 the revision surgery was completed. The original hardware was explanted and replaced with a new radial head and associated screws. There was no surgical delay. The patient status is stable. This report is for eight unknown screws. This report is 2 of 2 for (B)(4).